Event description:
The customer originally reported that the device knife could not be retracted during usage. The surgeon opened another instrument in order to complete the procedure. There was no patient injury reported. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.